Manufacturer narrative:
(B)(4). Date sent 6/4/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when trying to load the clip, the clip could not be fed into the jaws properly. The clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. D4 batch #c9ex59. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample determined that the mcm20 device was returned inside it's package unopened. Upon visual inspection, no clip was found on the jaws. In an attempt to replicate the reported incident, the packaging was opened and then device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining nineteen (19) clips as intended. In order to evaluate the condition of the loose clip inside packaging, the device was disassembled. Upon disassembling, the loose clip was found inside the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the loose clip inside packaging. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch c9ex59 number, and no non-conformances were identified.